Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an adhesive event with an infusion set as it fell off during use after being used for one day. Therefore, patient changed the infusion set. No further information available.